Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 16.6 cm to 16.8 cm from connector pin. The abrasion is consistent with that of exposure to friction with another implantable device. This could have contributed to the reported noise problem.